Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly, however moisture damage was found on keypad traces. No button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer was able to clear the alarm, but after, the buttons became unresponsive. The buttons were difficult to push and had to be pressed over and over to get a response. The customer's blood glucose was unknown. Nothing further was reported.